Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device was investigated in our service laboratory in bbm, (B)(4): results: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact. The device shows age related signs of wear and tear but no visible damage was found. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analyzed. No abnormalities were found in the device history. The downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,36%. The device was disassembled and the inside was investigated. The device was slightly dirty, but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "check rate". According to customer: delivery rate too low. Not in tolerance.